Event description:
It was reported that the patient presented with improper healing at the pacemaker incision site during follow-up in clinic. The device was found visible from the opened incision site of the implanted device pocket and experiencing discharge. The physician explanted the entire pacemaker system due to infection and skin erosion. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.